Event description:
It was reported on (B)(6) 2025 that a device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. There were no patient consequences reported. No additional information was requested at this time.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was vcp260h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigaitonal summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one winding former with a needle-suture partially dispensed were received for analysis. In order to evaluate the condition of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined along the strand and no anomalies were detected during the evaluation. The product code vcp260h contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.